Event description:
The dealer states the head section of the bed that raises up is bent on one side and also the full length rail.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.